Manufacturer narrative:
No product was returned. The most probable cause could not be determined due to not enough information being provided. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable leaked. A replacement remodulin vial has been arranged. There was patient involvement and unknown patient harm/adverse event reported. The suspected drug information and dates of therapy were a remodulin 100mg/ml. The dose and route prescribed was remodulin dose - 290 ng/kg/min intravenous under a continuous frequency that was started on (B)(6) 2021.